Event description:
It was reported that the programmer sometimes turned itself off while performing an interrogation. It was noted that the issue seemed to occur if the pen/wand/electrocardiogram (EKG) were moved. The programmer and rf (radio frequency) head were returned for evaluation and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer shut down when the cable to the rf (radio frequency) head was manipulated. Analysis also found the programmer had an overheat message; power supply found out of electrical specification. Programmer would not boot correctly; mpu (main processor unit) printed circuit board assembly found out of electrical specification. System fan wire was found damaged and the upper handle cover was broken. (B)(4).